Event description:
During service, the baxter repair technician reported a failure code 570. The customer stated that the device was not involved in any patient incident since the last baxter service event.